Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure " a couple of weeks" prior to (B)(6), 2010 (exact date is unknown), the peg tube was leaking and had a slit across the length of the tube. The device was replaced, manufacturer is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6), 2010. According to the complainant, post procedure " a couple of weeks" prior to (B)(6), 2010 (exact date is unknown), the peg tube was leaking and had a slit across the length of the tube. The device was replaced, manufacturer is unknown. There were no patient complications reported as a result of this event.

Manufacturer narrative:
A visual evaluation found that the feeding tube was torn jaggedly 5 centimeters from the proximal face of the internal bolster. The tear was approximately half way through the tube body. The returned unit was consistent with the complaint incident that the device was cut. During the evaluation the device was found to be torn jaggedly. It appears that due to use and handling the tube became torn, which most likely resulted in the leaking issue. Therefore, the most probable root cause is operational context. A review of the device history record was performed and revealed no related issues to this complaint. A lot history search was performed and found no other complaints against lot number 12797874. (B)(4).